Event description:
It was reported that this was an unknown procedure (l4-5) for degeneration on (B)(6) 2022. It was confirmed that the cage in question has been back out by CT on (B)(6) 2022. The patient had no subjective symptoms. An emergency reoperation was performed, and the cage was reinserted. It seems that the cage was not sufficiently compressed during the first surgery and could not be inserted to the posterior wall. The re-surgery was completed successfully without any surgical delay. No further information is available. This complaint involves one (1) device.

Manufacturer narrative:
The complaint report said "the cage was not sufficiently compressed during the first surgery and could not be inserted to the posterior wall". This indicates either incorrect cage size selection and/or poor disc space preparation. The device was not returned and lot information not provided. Therefore, based off the information provided the evaluation conclusion is user error.